Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to a non-union of tibial shaft fracture. Initially, the patient had an unknown procedure on july 2013, with an unknown expert tibial nail wherein two (2) proximal locking screws and two (2) unknown distal locking screws were implanted. However, on an unknown date, the patient was complaining of pain and asking for the screws to be removed. An x-ray was taken on (B)(6) 2019, which revealed non-union at the fracture site and the two (2) proximal locking screws were broken. The most proximal locking screw broke into two pieces, while the second screw broke into three pieces. A revision was performed where all the screws including the broken fragments and all original implants were removed. A new nail and four (4) locking screws (two distal, two proximal) were implanted. The procedure was successfully completed. Surgical delay of one (1) hour due to difficulty removing the broken fragments and original implant components. Patient condition is unknown. Concomitant device reported: expert tibial nail (part # 04.004.459s, lot # 3739098, quantity 1), unknown distal locking screws (part # unknown, lot# unknown, quantity 2) this report is for one (1) 5.0mm ti locking screw w/t25. Stardrive 50mm f/im nail-ster. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date rec¿d by MFR: correction 05/22/2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot = sterile: part: 04.005.540s, lot: 8399215, manufacturing site: selzach, supplier: (B)(4) release to warehouse date: 26.apr.2013, expiry date: 01.apr.2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non sterile: part: 04.005.540, lot: 8347542, manufacturing site: mezzovico, release to warehouse date: 15.mar.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specification for implants for surgery.